Manufacturer narrative:
(B)(4) - occlusion is listed in the instructions for use. (B)(4) - occlusion is listed in the instructions for use. Event is still under investigation.

Event description:
The (B)(6) male pt had a aaa stent graft implanted on (B)(6) 2011. Days after the procedure, on (B)(6) 2011, there was a CT angio abdopelvis and peripheral with runoff. No evidence of migration or component separating of the aortobi-iliac modular stent graft with suprarenal fixation. The aortic saccular aneurysm is excluded. The renal arteries remain perfused. There is occlusive thrombus within the right limb of the graft extending into the right external iliac artery. Near occlusive thrombus is demonstrated within the left limb of the stent graft. There is preserved flow within the left external and internal iliac arteries. There is minor fat stranding around the thrombosed iliac limbs at the level of the aortic bifurcation. No periprosthetic collection or gas to suggest mycotic disease. Right leg is patent but atheromatous common femoral artery with mild stenosis. Patent profunda femoris artery. Diffusely atheromatous sfa with areas of moderate stenosis. Atheromatous popliteal artery with a significant above knee stenosis. There is preserved flow within the three tibial vessels with patent interior and posterior tibial arteries crossing the ankle. Left leg atheromatous common femoral artery with moderate stenosis approx 50% secondary to predominantly soft plaque. Patent femoris artery. Diffusely atheromatous sfa with at least moderate stenosis at the mid sfa. Atheromatous popliteal artery with areas of signification stenosis. There is preserved flow within the anterior and posterior tibial arteries. Pt's anatomy was straight. Pt required an add'l procedure and the physician performed an iliac bypass of the occluded area. The pt has not sustained any further adverse event due to this occurrence.